Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm what do you mean by "the code 644h is registered as a 3/8 circle but above the "decoder suture" tool but above the packaging there is written 1/4c."? Was it a package labelling issue? Or error with changes /updates to packaging/design etc? Was it noticed on the outer box or inner package? Was the box opened to check if the components inside were correct as per register? When was this issue noticed? Within j&j control or outside j&j control? Was this discovered at the distributor or at a hospital or similar facility? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the product may have come from? Do you have any pictures of the package with this issue?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. It was noted that the product code was registered as a 3/8 circle but above the "decoder suture" tool but above the packaging there is written 1/4c. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/07/2018 no suture, needle or winding former were returned for evaluation to determine the assignable cause of the packaging - labeling identification; therefore, the reported failure could not be evaluated.

Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: please confirm what do you mean by "the code 644h is registered as a 3/8 circle but above the "decoder suture" tool but above the packaging there is written 1/4c."? The distributed packaging reports the description of the curve of the needle 1/4 although in the past it was 3/8 as registered also in the marketing tool. Was it a package labelling issue? The needle curve is different (1/4 the one delivered, in the past it was 3/8 and this same 3/8 is reported onto the marketing material). Or error with changes /updates to packaging/design etc? Was it noticed on the outer box or inner package? Both. Was the box opened to check if the components inside were correct as per register? The device was opened by the surgeon that noticed the discrepancy. When was this issue noticed? Within j&j control or outside j&j control? Into the hospital. Was this discovered at the distributor or at a hospital or similar facility? Hospital. Is there an indication of how the product was distributed? Unk . Is there any indication of the source? Unk. Based on the packaging, is there any indication of which market the product may have come from? Unk. Do you have any pictures of the package with this issue? Yes, attached.